Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported he is having issues with the cannulas bending. The customer went into the hospital for lack of supplies with blood glucose of 1004mg/dl. The customer was not wearing the pump when hospitalized for high blood glucose. He is now with medicare and we are no longer his supplier. The customer did not wish to troubleshoot for bent cannulas no troubleshoot needed for high blood glucose because customer was not wearing the pump. The insulin pump will not be returned for analysis.